Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing severe headaches after permanent implant procedure. It was noted that a dura puncture was suspected during the procedure. The patient had a blood patch. No device malfunction was suspected. The patient was doing well.